Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and performed electrical safety, power failure, and battery tests. The asp confirmed the battery failed to charge sufficiently and concluded the power management (pm) printed circuit board assembly (pcba) was the likely cause. Follow up service to be scheduled. The investigation is ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) replaced the power management (pm) printed circuit board assembly (pcba) once it became available. The asp verified device function with successful completion of performance verification testing. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator intermittently powers off. The device was in clinical use. There was no report of harm, or other adverse outcome to patient care or therapy. The device was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device does not meet the specification for the performed service. The rse advised the customer of possible problem with the v60 power supply. The bme requested onsite service to evaluate for possible power management board failure.